Event description:
On 03/02, customer reports a (B) (6) female having MRI of the abdomen with contrast. Optimark 20ml prefilled syringe (no lot info available, all product discarded) loaded into the injector. IV access was the right ac with a 22ga insyte autoguard (bd) connected to the tubing with low pressure y-tubing. IV patency checked via small saline hand injection. Injection protocol of 2ml/sec for a volume of 20ml contrast, 2ml/sec for a volume of 40ml saline. Injection started. Upon start of the injection, technologist noted infiltration and attempted to stop the injection by hitting the stop button on the control room console. Technologist reports they pressed the stop button 2-3 times with no success. Technologist then turned the sys power off. Approx 10ml of contrast infiltrated into the rt ac. Pt reported pain a the site and technologist applied an ice pack and elevated the pt's arm. Pt was observed for 1 hour, then evaluated by a physician and discharged with instructions to apply a heat pad when they arrived at home. Customer spoke with pt on 3/2 and pt reported all was fine.

Manufacturer narrative:
Pending investigation. Upon receipt to investigation, a medwatch 3500a supplemental report will be submitted.